Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a hip surgery performed on (B)(6) 2018, the distal screw was not placed in the nail. The surgeon corrected the position. Surgery was prolonged for about nine (9) minutes. No patient consequences reported. The surgery was completed successfully. Concomitant device reported as unknown nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) aim-arm 130° f/pfna blade. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.010.407. Lot: 9534755. Manufacturing site: bettlach. Release to warehouse date: 25. June 2015. The device history record shows this lot of (B)(4) was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. The returned aim-arm was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The dimensions of the aim-arm 130° f/pfna blade received which are relevant for the complaint condition were identified and tested through a go/no go gage and have fulfilled their specification according to the drawing besides, during the manufacturing process the lot related to the complaint was inspected regarding to its dimensional feature the diameter (ø11-h8) of the holes (2x) and a functional test of the correct position of these holes through the inspection sheet. The whole lot has passed its specifications. Therefore, this aim-arm 130° f/pfna blade was manufactured according to its quality standards and a manufacturing issue can be excluded. Based on the investigation results this complaint is rated as not confirmed as well as not valid since the product returned has passed its specifications according to the functional test. In addition, two features were measured, and its results are according to specifications. As there is no manufacturing deficiency identified; no further actions have been triggered. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.